Event description:
51 days s/p insertion of a left ventricular assist device (lvad) the pt (pt) was sitting up in a chair & made a reaching motion to her right and developed a sudden and brief episode of hypertension, cyanosis & loss of consciousness due to spontaneous failure or the top module of the lvad. No alarm sounded. The pt was then placed supine in bed and the pump did not resume functioning. Four attempts were made to activate the bottom module before the pump resumed functioning. Pt was given supplemental oxygen and received a few small volume chest compressions until the pump resumed functoning. Pt returned to baseline within a few minutes without any permanent sequelae. Pt was switched to a different console.